Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2of 2. Reference MFR report: 1627487-2013-08267 it was reported the patient experienced heating or burning sensation at her ipg (implantable pulse generator) site while charging, since implant. The patient had not charged or used her stimulation for approximately six months because of the issue. Patient verified she was able to communicate with the ipg using her programmer. When a charger swap was attempted on (B)(6) 2013, the patient's ipg did not communicate with the replacement chargers. The patient stated she had not charged for over a month. The patient reported she wanted the scs (spinal cord stimulation) system and hence, was advised to consult with her physician. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.